Manufacturer narrative:
This MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was in excellent condition. The technician found the reported event during occlusion test. The technician was able to duplicate reported event. The root cause of the reported issue was found to be the speaker. The speaker was replaced. The technician performed the power up process and device passed all functional tests. There's a corrective action and preventive action (CAPA) for the reported event.

Event description:
It was reported that the device had a primary audible alarm. No patient injury was reported.